Manufacturer narrative:
Additional information was provided in b.2., b5 and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, the second lens exchange procedure was cancelled and the lens implanted in the initial procedure still remains in patient eye. There are two medical device reports associated with this patient. This report is associated with the right eye.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor focus at nearby. Additional information was received; patient experienced difficulty in reading. The lens was exchanged for another lens model 04 months 19 days following the initial procedure. Clinical reason for explant was mentioned as poor focus at nearby.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).